Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. This particular lens corrects for (B)(4) of cylinder. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported a patient with residual astigmatism following an intraocular lens (iol) implant procedure. Additional information was received by the surgeon who indicated the event continues. This lens corrects for 4.50 diopter of cylinder. The surgeon reported the patient's preoperative refraction was 3.00 diopters of cylinder. Postoperatively the patient had 2.00 diopter of uncorrected cylinder. Currently, there is no planned intervention for this event.